Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack at back of the battery compartment. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-332a, unomedical, mmt-1880. Troubleshooting was performed for cosmetic damage and declined for high blood glucose event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode/smart guard feature was active at the time of the high blood glucose event. No further patient complications were reported. The customer will discontinue using the device. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. No unexpected alarms or insulin flow block alarm during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. Pump was cut open to perform visual inspection and found moisture damage¿on the motor. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: dried insulin - motor slide, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (stained) and cracked case (battery tube). In conclusion, customer concern for cosmetic damage confirmed where cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Exposed to moisture confirmed due to dried insulin on motor. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.